Event description:
On (B)(6) 2011, a neurotherm employee received a call from the facility reporting a pt burn. Doctor was doing a procedure on an extremely obese woman and had needle inside pt all the way down to the hub. When needle was pulled out, it appeared that their was a 1 mm gap between insulation and needle hub which exposed metal. Insulation did not appear to be pulled or kinked. Pt was ok, but doctor had to file a report. The wrong size cannula was used, should have used a 20cm.

Manufacturer narrative:
Note: as a result of corrective action (B)(4), potential adverse events are being reevaluated based on an interpretation change for the reporting requirements for burns; therefore, this MDR exceeds the 30 day reporting requirement.